Event description:
A customer reported that the history on their device was erased and there was a corrupted log, which prevented them from downloading data with their pump. There was no information about any adverse impact on the customer's blood glucose level. The pump was expected to be returned for further examination, but no additional corrective actions were provided, and no further information was available regarding the issue's resolution.